Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. In addition, the left ventricular lead was replaced as it was not the appropriate lead for the new device. The atrial lead was inadvertently damaged during the removal of the coronary sinus lead and was replaced with another guidant product.